Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: 697 mg/dl (mobile system) and 102 mg/dl (professional meter). The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Weight - case states customer is between (B)(6).